Event description:
(B)(4). I am now bleeding after sexually active. My doctor has no clue why, but I'm positive it's from essure and the surgery to have them removed.

Event description:
(B)(4). I started having migraines. Then it turned into migraines with stroke like symptoms. I was on my period from the day I got the device until 4 weeks after surgery. I'm still having my period twice a month.

Event description:
(B)(4). Because before essure I never had any of these problems. Essure had wreck havoc on my life.